Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: 14-aug-2019 UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away within three weeks of the leadless implantable pulse generator (ipg) implant. The cause of death is unknown. Attempts to obtain additional information were unsuccessful.